Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is 2-dec-2009. The source of the manufacture date is the release to warehouse date. (B)(4). Placeholder.

Event description:
It was reported that 4 small battery drives 532.010 were making a grinding noise and sluggish, 2 sagittal saw attachments 532.021 are not spinning a battery reamer drill 530.605 makes a grinding noise and is sluggish and a quick coupling for k-wires for battery power line 530.790 does not hold the wires correctly. No further information provided. This report event is for device/instrument, saggital saw. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: an evaluation was conducted and it states that the complaint condition, for the non-spin sagittal saw attachment, was not confirmed. The unit was tested and passed all manufacturing specifications.